Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date of implant reported as (B)(6) 2016. Concomitant devices therapy date reported as (B)(6) 2016. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part #: 04.037.160s, lot#: h095628 (sterile) - 11mm/130 deg ti cann tfna 400mm/right- sterile. Quantity 6. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna lot - 9904379; 04.037.912.4 - wave spring, shim ended lot - 9937534; 04.037.912.3 - tfna lock drive lot - h021369; 21127 - raw material lot lot - 9982146. Raw material was received from supplier (B)(4). Certificate of analysis meet specification. Inspection sheet for in-process/inspect dimensional/final and inspection sheet - tfna assembly inspection met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: (B)(4); manufacturing date: 06-may-2016; expiration date: 31-mar-2026. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, with a history of breast cancer, was treated with a right, trochanteric fixation nail advanced (tfna) in (B)(6) , 2016. The patient was implanted with a tfna nail, helical blade and two distal locking screws. On an unknown date, the patient told the surgeon that she heard a pop and went to the hospital. X-rays at that time revealed that the nail had broken at the juncture of the helical blade. It was reported that there were no issues with the helical blade or distal locking screws. On (B)(6) 2017, the patient underwent revision surgery for the implantation of a new tfna. The procedure was completed successfully, without delay, and the patient reported as stable. Concomitant medical products: tfna helical blade 90mm (part 04.038.290, lot h112509, quantity 1), distal locking screw (part number unknown, lot number unknown, quantity 2). This report is for one (1) tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the one 11mm/130 deg ti cann tfna 400mm/right - sterile (part 04.037.160s, lot h095628) was evaluated for the complaint condition of broken: intraoperatively and the tfna helical blade 90mm (part 04.038.290, lot h112509) was received as a concomitant device. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection under 5x magnification, device history record (DHR) review, risk assessment review, and drawing review were performed as part of this investigation. Per the complaint devices are part of the depuy synthes tfnadvanced proximal femoral nailing system for intramedullary fixation of proximal femoral fractures. This complaint is confirmed, as the tfna was returned broken at the juncture of the helical blade; a root cause could not be determined as the circumstances at the time of the event are unknown. Upon visual inspection of the helical blade, there is no evidence that the device contributed to the complaint condition. The overall condition of the device was in good condition and the wear along the shaft is consistent with insertion, use, and extraction. Therefore, no additional investigation will be performed on this device. The tfna nail body was severed at the helical blade-nail interface, and the proximal element of the nail body was not returned. The surface of the proximal end of the nail showed significant surface wear that is consistent with the failure mode as well as insertion and extraction of the implant. Meaningful/accurate measurements of features relevant to this complaint (wall thickness at location of breakage) were unable to be taken due to damage (jagged edges and rolled material edges). The overall condition of the device is good, despite the complaint condition, showing minimal signs of wear. Replication of the complaint condition is not applicable as the device was received broken. The relevant drawing for the device was reviewed, and no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. A root cause could not be determined as the circumstances at the time of the event are unknown. No new, unique or different patient harms were identified as a result of this evaluation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.